Event description:
It was reported that the device could not be interrogated, there was no green light, no patient alert tones heard with magnet placement, and no output. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed that the device had no telemetry and no output. The battery voltage and all regulated voltages were at a high enough level for the device to function normally. Further testing revealed that the cause of the no-telemetry was due to a constant power on reset (por) condition that originated on the integrated circuit (ic). The failure mechanism within the ic could not be determined.